Manufacturer narrative:
Upon further investigation of the device, it was observed that the device was obtained in a partly disassembled state. It was further determined that the device also failed pretest for general condition, check the saw head`s locking mechanism and check the rotation of the saw head. It was determined that the interior of the device was in a very bad condition, all of the ball bearings were oxidized and the drive shafts were heavily worn. It was further determined that a brown substance was found in the device which was very likely responsible for the oxidation. The brown substance was clearly seen in almost all of the interior parts. It was observed that the thread saw coupling was stripped and defective. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing was not functioning and was defective on the battery handpiece device. It was further determined that the needle bearing and eccentric shaft were defective. It was observed that there were rust or rusty residues in the needle bearing. It was further determined that the device failed pretest for check proper function of the trigger, check function of all modes, check response of on/off trigger and check performance. It was noted in the service order that the device was not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.